Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance due to a header connection issue with the cardiac resynchronization therapy defibrillator (crt-d). Diagnostic testing and troubleshooting were performed, and the ra lead pin was re-inserted into the crt-d header. The ra lead and crt-d remain in use. No patient complications have been reported as a result of this event.